Manufacturer narrative:
(B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: unknown biomet screw, lot: unknown. D10: therapy date: unknown. E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported fracture of occlusal screws at tooth site 11 and implants were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. Unknown fractured screw identified inside the implant. Device history record (DHR) and complaint history review could not be performed since the lot and item number were not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. Evidence of a fractured screw fragment was identified stuck inside the implant. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.